Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When opening the box, there were only 11 packages in it. It was a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: - could you kindly provide the lot number, please? 10828g. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with eleven representative unopened samples was received for analysis. Product code j774d. Upon visual inspection of the received box, it was noted that it contained eleven foil packets instead of the required twelve. Additionally, the foil packets were found to be relabeled. However, it could not be determined whether only eleven samples were originally placed inside the box. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached regarding the cause of the reported event, as part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Further monitoring of complaint information will be performed for potential safety signals through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.